Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 86-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp was connected to the automated impella controller (aic) but the screen would not advance to start. Therefore, a second device was used, which worked. There was no known harm or injury and no known patient use.

Manufacturer narrative:
The investigation into the reported pump not detected has been completed since the original report was filed. Device was not retuned for inspection. No data logs were created as the device was not able to connect to the console. The cause of this issue can not be determined as the pump was discarded in the field.